Manufacturer narrative:
(B)(4). Unit passed displacement test. Hardware low level failure alarm was present in the insulin pump trace download and hardware low level failure alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio, absence of alarm due to hardware low level failure alarm.

Event description:
It was reported that the insulin pump had audio vibrate alarm. The customer's blood glucose value was 137 mg/dl. Customer stated they had trouble hearing the beeps. Customer performed self test and hardware low level failure alert was found. Customer performed other auto check and it passed. Customer performed vibrate test and insulin pump vibrate during vibrate test. The insulin pump will not be returned for analysis.